Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed a set of sheared teeth on the first row of the firing rack. This would account for the reported cracking sound as stated in the incident description. Pmv performed functional testing which included the instrument was successfully loaded with sulu. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received : the first handle and the first reload worked but the second did not. The surgeon took a second handle and reload which also didn't work. The third, fourth, and fifth had the same problems with other reloads. The patient was transferred into intensive care. Currently everything is ok with the patient. There was a hole in the bowel but not on the mechanical suture and not due to the mechanical sutures .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) (extended operating time, re-operation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open sleeve procedure. The device was applied to the stomach to cut for the first time. The stapler was able to fire but there was poor staple formation. The surgical time was extended by thirty minutes or more due to the product problem. In order to resolve the issue and complete the case, another stapler was used. The patient then had a reoperation due to the necrosis of the handle. The patient was transferred in resuscitation